Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and corrected device information. A titan pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the pump body just below the ribbed area of the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A group of separations, indicating contact with unshod instrumentation, was noted on the reservoir inlet tube. Testing revealed this to be a site of leakage. No functional abnormalities were noted with either cylinder. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump body indicates that sufficient stress(s) was exerted this site resulting in the separation noted. No information was received indicating the events leading up to the reported complaint. However, a separation of this type would allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was not able to pump up his device. The pump would pump, but nothing would happen. The device was explanted. There was a hole at the top of the pump.